Manufacturer narrative:
This report is for two (2) unknown screws. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. (B)(4). This report is for two (2) unknown screws. PMA/510(k)# is unknown. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016, a patient underwent a hardware removal procedure due to broken screws. Removed hardware included two (2) broken screw heads which were easily removed from unknown screws. The remaining intact construct included three (3) unknown plates and thirteen (13) unknown screws. The threads of the screws were unable to be removed and remain in the patient. The original procedure was a mid-foot fusion on an unknown date. There was no surgical delay. The surgery was successfully completed and the patient was stable. Concomitant devices reported: unknown screwdriver (part# unknown, lot# unknown, quantity unknown); unknown plates (part# unknown, lot# unknown, quantity 3); unknown screws (part# unknown, lot# unknown, quantity 13). This report is for two (2) unknown screws. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.